Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, a patient experienced a critical discrepancy between her continuous glucose monitor (cgm) and manual blood glucose (bg) readings. Eight days after applying the sensor to her thigh, the cgm displayed a "low" glucose alert, while a manual fingerstick test showed a bg level of 490 mg/dl. The patient uses the insulet omnipod5 system in a modified closed-loop configuration. Approximately five minutes before contacting support, the patient administered 8 units of humalog insulin via her pump. During the call, her bg remained elevated at 480 mg/dl, yet the cgm continued to show "low." At the time, she was at home with her husband, awaiting the insulin¿s effect. After contacting dexcom, the patient reached out to a nurse to report her concern. The nurse advised her to seek hospital care if she felt unable to manage the situation independently. While walking in her living room, the patient collapsed due to dizziness, nausea, and feeling extremely unwell. Her husband transported her to the emergency room, arriving around 4:00 pm. Last recorded readings before collapse: cgm: 50 mg/dl, bg: 437 mg/dl. Upon arrival at the hospital, the patient received: three bags of saline, zofran for nausea, kidney function tests, EKG to assess dizziness. The hospital monitored her bg levels, though the patient was unable to provide specific results. Her cgm continued to display readings between 50¿80 mg/dl. Hospital staff removed the original sensor and applied a new one. The patient was discharged at approximately 10:00 pm the same day and reported feeling completely fine afterward. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken prior to the hospitalization. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.